Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a vad stopped alarm will activate if the pump driveline is not connected to the new controller within 10 seconds. This alarm will resolve once the pump driveline is connected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Serial # (B)(4), catalog # 1407de, exp. Date. 03/31/2017, mfg. Date: 05/26/2016. (B)(4).

Event description:
It was reported that the patient was on the normal ward lying in bed, when the controller suddenly alarmed with a high priority alarm. The staff tried several times to disconnect and reconnect the dl and restarted the controller, and switched to the back-up controller as well. The pump did not restart correctly. The display only showed 300 to 500 rpms. After about 30 minutes, the pump restarted and was running normally. Patient was transferred to ICU. There, the pump stopped again suddenly. Staff tried again to restart the connected controller and with a different controller as well. The pump speed was lowered to the minimum (1800 rpms). After an unspecified amount of time the pump restarted and was running normally. The vad coordinator mentioned that the patient tolerated the pump off time well. The medical treatment during off-pump time is unknown. The patient was prepped for a pump exchange. The pump was exchanged on (B)(6) 2016. The patient is still hospitalized, slowly waking up and still being ventilated.

Manufacturer narrative:
Four batteries (bat216825, bat216647, bat216728 & bat216656), a controller (con211565), and hvad pump (hw25883) were returned for evaluation. Review of the manufacturing records for the pump confirmed that the associated device met all requirements prior to release. The reported event was confirmed via log file analysis which revealed the following: review of the controller log files associated with the event captured revealed that the pump was running on controller (con211565) up to july 28, 2016 at 12:08:47. A controller power event was up was logged on july 28, 2016 at 12:08:47 indicating that both power sources had been disconnected from the controller. A vad stopped alarm at 12:15:24 indicate that pump failed to start on controller (con211565). A controller exchange was performed at 12:20. A series of three (3) motor start commands followed by three (3) vad stop alarms indicated that pump failed to start several times on controller (con211959), after controller exchange. A fourth motor start command via a monitor successfully started the pump at 12:58. The pump off time was approximately fifty (50) minutes. The pump continued to run up to 13:03, where a vad stop command was sent via the monitor. An additional motor start command was immediately sent followed by a vad stop alarm at 13:10, indicating an unsuccessful motor start. A motor start command via monitor successfully started the pump at 13:37. The pump off time, after the pump was stopped at 13:03, was approximately thirty-four (34) minutes. Analysis of the four (4) batteries and controller revealed that the devices met specifications; the devices passed visual inspection and functional testing. Analysis of hvad pump (hw25883) revealed that the pump passed functional testing, but dimensional verification revealed that the pump's front preload measurement was slightly above specification. Given that the device met dimensional verification prior to release, this deviation likely occurred during system use. Based on the lack of impact on the post-explant functional testing, this deviation is not expected to impact pump performance. The pump also had evidence of faint circumferential scoring on the upper ceramic housing surface and corresponding superior surface of the impeller. Independent pathology report did not reveal any evidence of thrombus within the pump. Based on the investigation conducted, the most likely root cause cannot be conclusively determined. The manufacturer has opened an internal investigation to evaluate issues relating to pumps failing to restart. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Corrected data: section device manufacture date. (B)(4).